Event description:
It was reported the patient had a loss of efficacy since easter and right sided tremor. The patient had no falls or trauma. Impedances were measured to be high on all contacts for the left side implantable neurostimulator (ins). Therapy impedances were measured to be high. An x-ray was done and the x-ray showed the lead was fractured. The lead was fractured at the distal electrode end before electrode three. The patient was being scheduled for a lead revision, but the date was unknown. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v591641, implanted: (B)(6) 2011, product type: lead; product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 3387s-40, lot# v591641, implanted: (B)(6) 2011, product type: lead. (B)(4).